Manufacturer narrative:
(B)(4). Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator generated a technical error code indicating a power error during pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
The returned expiratory channel printed-circuit board (pcb) was installed in a reference system for simulated-use testing. The pre-use checks tests had failed the internal leakage sub-test since the safety valve was in the, "open" position, when it was expected to be in the, "closed" position. Our conclusion of this investigation is, that the issue occurred due to a short circuit in a capacitor with a secondary fault in a coil. The capacitor and coil are part of the electronics for the safety valve function. According to the received device logs, they confirm the technical error code indicating a, "power error". We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2015. The root cause for why the components failed has not been determined from this investigation.

Event description:
(B)(4).